Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a merlin transmission revealed three episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient is asymptomatic. Programming changes were recommended. No further information is available.

Event description:
New information received notes that the patient presented in the emergency room with post-sensed t-wave oversensing on the ventricular channel. The patient received inappropriate hv therapy. Programming changes were made.